Event description:
It was reported that a surgical intervention occurred due to a lead fracture. The device was explanted. The patient recovered without sequela and there was no injury.

Manufacturer narrative:
Analysis of the lead model unknown lot# unknown showed no significant anomalies. The conductor was stretched and broken due to overstress/damage. The lead setscrew marks were in the correct position. The continuity was acceptable, with no shorts between circuits.

Manufacturer narrative:
(B)(4).